Manufacturer narrative:
Reported event was confirmed with medical records. Review of the available records identified the following: closed reduction performed, surgeon noted clearly unstable and reduction not adequate. Serosanguineous fluid consistent with recent trauma. Ceramic head was fully exposed; poly head was located in acetabulum. Elected to only revise head and dual mobility bearing as the patient had done well previously. No complications. The device was returned and evaluated. Upon visual inspection the inside diameter has indentations and abrasions. The outside diameter shows indentations around the outside profile of the device with three indentations more prevalent. Review of the device history records identified no deviations or anomalies during manufacturing. With the information available it is likely that the traumatic fall contributed and or caused the dislocation, but cannot be traced back to the bearing. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). UDI: (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent left tha. The patient was dismounting from his horse to his right side stumbled and fell while his left leg, the operative side, got stuck in his stirrup. He dislocated and presented to another facility where closed reduction was attempted. After the attempt failed the patient was transported to the facility where the surgeon who performed his index procedure operates. Upon failing closed reduction techniques, the surgeon elected to open the hip to perform the reduction. It was observed that the biolox head was still on the m/l taper trunnion while the g7 dm e1 bearing was still in the g7 cup, but the biolox head was disassociated from the dm bearing. Patient was revised approximately 2 years later due to dislocation / intraprosthetic dislocation.